Manufacturer narrative:
The customer replaced the ise system reagents and the straw for one of the system reagents was found to not be installed correctly. The customer removed and re-inserted the straw. The customer ran ise air purges and performed a reagent prime. The customer ran calibration and controls successfully. The customer stated that calibration and controls were acceptable prior to the event. The investigation determined the customer's troubleshooting actions resolved the issue.

Event description:
The initial reporter stated that many patient sample ise results on the cobas 8000 ise module were accompanied by ise noise and voltage errors. One patient sample tested with ise indirect na, cl for gen.2 had discrepant results that were not flagged. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 91 mmol/l, which repeated as 130 mmol/l. The sample initially resulted in a cl value of 138 mmol/l, which repeated as 94 mmol/l. The repeat values were deemed correct. The na and cl electrode lot numbers and expiration dates were requested, but not provided.